Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 3 was failed. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2016, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer (fse) removed the center latch column, cleaned it, tightened it, applied grease, and reseated all cable connections on the micro switches. One of the boxes at the bottom of the tower had to be adjusted because it was sticking out and preventing the door from closing. The unit was tested in hardware test application and operated correctly. The system functioned as intended after the field service engineer repaired the device.